Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the device was used without issues until the seventh firing. However, on the eight firing, the device did not fire after checking the opening and closing. A new device was used to complete the case.